Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, the physician experienced resistance advancing the lantern through the catheter. Therefore, the lantern was removed. It was reported that the physician was unable to reach the target lesion using a new lantern and decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 132.5 and 133.5-134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the distal tip of the catheter was ovalized. If the peel-able sheath is not used to protect the distal tip of the lantern during insertion into an apparent device and the distal tip is forcefully gripped or pinched, damage such as ovalization may occur and resistance may be experienced during advancement. During the functional test, resistance was encountered while attempting to advance the returned lantern through a demonstration catheter, and the lantern could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.